Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shutdown and an unidentified malfunction alarm occurred. Pump low battery alert and alarm had occurred. Customer declined tandem technical support's offer to troubleshoot. Customer reverted to using manual injections for insulin therapy. There was no reported impact to customer's blood glucose.